Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00181. This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
After the scope was withdrawn during an endoscopic retrocholangiopancreatography, the distal cover was missing. The cover was retrieved through an unspecified medical intervention and the procedure was completed using the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Updated field: d4. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h7, and h9. The device history record was unable to be reviewed for this device since the lot was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.